Manufacturer narrative:
Supplemental filed to correct e1 to spain and h10 to 00599.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related numbers (including this report) are as follows: 3025141-2025-00599, 3025141-2025-00600.

Event description:
It was reported that the user is having problems with the item 80-0728, which was received in the last shipments; they are breaking very easily. There were no reported adverse consequences or delays.